Event description:
The facility representative reported a colleague infusion pump with a damaged battery alarm. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with damaged battery alarm was confirmed and reproduced during evaluation. The cause of the determined depleted batteries was due to user error. The main batteries and battery harness were replaced to fix the reported condition. The device has been previously sent into service for the reported condition of damaged battery alarm. However, previous service on (B)(4) 2008, (B)(4) 2008, (B)(4) 2009, (B)(4) 2010 & (B)(4) 2010 was for "damaged battery", the main batteries and battery harness was replaced. During previous service on (B)(4) 2007 & (B)(4) 2009 the main batteries and battery harness was also replaced.